Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was returned to the distributorship broken.

Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The device was received for evaluation. Visual inspection of the tibial articular surface provisional (tasp) bottom confirmed that it fractured into three pieces separating the medial and lateral condyle from the central post. All the pieces were returned for investigation. There was cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The reported lot was manufactured on march 5, 2015 and has therefore been in the field for approximately one year and one month. It is unknown for how many times the device has been used. The reported issue has been investigated through a corrective and preventive action (CAPA). This device is used for treatment. In addition, persona tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A CAPA was opened for the breakage of tasps. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.